Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as there is no indication the device caused or contributed to the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-04849. It was reported that the patient was experiencing ineffective therapy. High impedances were observed one lead, and reprogramming was able to obtain good coverage. The patient may still undergo surgical intervention to address the issue. It is unknown which lead had the high impedances, so it is being reported on both.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported lead impedance issue was confirmed. Microscopic inspection of the returned lead identified all broken wires in the lead body. This is consistent with the observation made in the field. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.